Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Report of a fractured PICC that occurred this afternoon in the oncology department. Patient is currently undergoing a reinsertion procedure at this moment in time to facilitate completion of sact. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc solo catheter was returned for investigation. Evidence of use was present throughout the device and within the extension tubing. Curves in the catheter were observed between the 2 and 4 cm depth markers. Manipulation of the catheter revealed it to preferentially kink at the 4 cm depth marker. A split was observed on the catheter. The sample was flushed with water using a 12 ml syringe and a leak was observed at the 4cm split location. Microscopic observation revealed a circumferential split. Material whitening was present at the split corners. Material wrinkling and a matte discoloration was noted along the split edges. The characteristics of the split are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The catheter was cut near the split location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Report of a fractured PICC that occurred this afternoon in the oncology department. Patient is currently undergoing a reinsertion procedure at this moment in time to facilitate completion of sact. No other information was provided.